Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3.1 was failed. A field service engineer (fse) found that the customer was in the process of rebooting. The customer was asked to recover the system, and it was noticed that the system was very slow. I logged in and performed a full shutdown. Diagnostics were run on main 3-1, and the row board connections were reseated. After running diagnostics again, I performed a final test and recorded the results. The application was restarted, and the customer was asked to test. The customer tested successfully and performed an inventory of an item from the drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer 3.1 had failed and not detected on the bus. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.